Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a spinal surgery procedure instrumented with plates and screws. Sometime post-op the pt fell causing a screw to break. The pt had a revision surgery to remove the broken screw. It was decided not to replace the screw because the patient had fused.